Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. The reporter alleged that the battery cap and pump casing around the display was damaged. It was noted that there was moisture/corrosion inside the pump. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/11/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2015 with the following findings:the battery compartment and returned battery cap were found to be intact; no damage was observed. The returned battery cap was able to be fully secured to the pump and removed without difficulty. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture was found on the printed circuit board. The complaint that the pump casing around the display and returned battery cap was damaged was not able to be confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.